Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and oversensing. A connection issue was suspected, and the pocket was subsequently reopened and the connections were inspected. No connection issues were observed, however the noise and oversensing continued after the connection was checked. It was further reported that the superior vena cava (svc) coil of the rv lead was found to be broken. As a result, the system will be explanted and replaced. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and oversensing. A connection issue was suspected, and the pocket was subsequently reopened and the connections were inspected. No connection issues were observed, however the noise and oversensing continued after the connection was checked. As a result, the system will be explanted and replaced. No patient complications have been reported as a result of this event.